Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2000 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01172. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy, due to recurrent urinary incontinence and recurrent cystocele. It was reported that the patient underwent removal of vaginal foreign body/mesh revision on (B)(6) 2007 due to vaginal bleeding with mesh exposure. In 2007, the patient had xstop implantation for collapsed spinal disc, and in 2006, the patient had hernia repair.